Manufacturer narrative:
Device history record review: no DHR review can be performed because the lot number is unk. Sample analysis: sample was not available. The complaint is not confirmed. Fmc na will continue to monitor trends and defects per current procedures. Since the complaint could not be confirmed, no corrective action is documented at this time relating to this complaint.

Event description:
A hemodialysis user facility was reported a separation that occurred at the start of the treatment. It has been learned that just as the blood entered the arterial tubing, the tubing separated, just past the blood pump segment. The pt lost the blood in the arterial line which was estimated to be less than 125 ml. It was reported that no blood was returned in this event. The staff then re-set up the machine with a new treatment set. The dialysis was given to the pt and completed without further incidence. The staff did not save the blood tubing for eval. The lot number is not known. It was reported that the pt did complete the prescribed treatment without further incidence and was discharged to home when the treatment was completed. There is no report of injury or ill effect from the event.